Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that when the sensor reads low blood glucose readings, it gets stuck there and dies. Customer stated that they woke up in the morning with a threshold suspend alarm due to the sensor identifying a sudden drop in the blood glucose readings from 8.9 mmol/l to 2.8 mmol/l. Customer stated that when they checked their blood glucose readings with a meter they were 8.4 mmol/l. Customer also mentioned calibration errors. No further information reported.